Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The customer¿s blood glucose level was 10.0 mmol/l at the time of the incident. It was reported that the act button had intermittent response. There was no indication of the issue being resolved during the call. It was reported that the customer was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.